Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the errors and replaced the system's universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported failure, error 23062 on degrees of freedom (dof) 9. The unit tested on an in-house system and passed normal mode. A review of the logs revealed error 23062 on dof 9. The unit went through testing on a patient side cart fixture test platform (pftp) and passed all required tests. When the carriage inspected, the stator dof 9 connector not fully seated.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) called in, with the customer on the phone, to report that they encountered repeated recoverable faults on the systems universal surgical manipulator (usm) 1, after a collision with the usm 4. The customer stated that after the arms collided, the recoverable faults would not recover; therefore, the surgical staff disabled the usm 1 to continue with the case. The customer wanted to use the usm 1 again. An isi technical support engineer (tse) reviewed the system logs and confirmed errors 23062 on the usm 1. The tse had the customer hard power-cycle the patient side cart (psc) three times, but the issue was not resolved. The tse then had the customer disable the usm 1 again. The site continued with the case and the procedure was completed as planned with no report of patient harm, injury, or adverse outcome.